Manufacturer narrative:
H3 ¿ analysis: as found condition: the pipeline flex shield was returned stuck inside the phenom 27 catheter, bio-hazard bag, and shipping box. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage and were found to be intact. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The distal and proximal ends of the braid were found to be open and frayed. No defects were found in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. An examination of the catheter tip and marker revealed no damage. The catheter body was accordioned between 7.3 cm and 12.4 cm from the distal tip. No other anomalies were noted. Testing/analysis: the catheter was cut to remove the pipeline flex shield. The total and usable lengths were measured and found to be within specifications. The catheter was flushed with water and was found to be patent. An in-house 0.026¿ mandrel was then tested by running it through the catheter hub, successfully passing through without issues. However, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer complaint was confirmed, as the pipeline flex shield was found stuck inside the phenom 27 catheter. The observed damage to the catheter (accordioning), braid (fraying), and hypotube (stretching) suggests that high force was probably applied. This damage may have occurred when the customer attempted to retrieve the pipeline flex shield through the catheter against the resistance. Possible cause of the resistance include severe vessel tortuosity. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update a3, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The cause of the event was unknown. The procedure was completed by replacing the pipeline with another medtronic (mdt) product. The catheter was flushed according to the instructions for use (IFU) during the procedure.

Event description:
Medtronic received a report that the pipeline flex stent was stuck at the phenom 27 catheter hub. The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid artery (ica) c4 aneurysm. It had a max diameter of 22 mm and a 10 mm neck diameter. The blood vessel diameter in the landing zone was 4 mm on the distal side and 5 mm on the proximal side. It was noted the patient's vessel tortuosity was strong. Dual antiplatelet therapy (dapt) was performed at an unknown platelet reactivity units (pru) level. There were no particular problems noted in the postoperative findings related to blood flow imaging. It was reported that when attempting to insert the second pipeline flex stent as the second telescope into the phenom 27 catheter, resistance was encountered and it could not be inserted. It also could not be withdrawn when trying to pull it back. At delivery, the pipeline was stuck at the hub of the catheter. The phenom 27 catheter was used for two pipeline flex stents. There was no resistance with the first pipeline. There was catheter resistance at the hub. The delivery pusher was not damaged. The microcatheter was not retracted to eliminate slack in the microcatheter in order to resolve the resistance. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the package insert. The catheter was flushed with heparin-added saline during the procedure. There was no health damage. The product was not used in an infected patient. Ancillary device includes a pipeline flex stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.